Manufacturer narrative:
From the description, that the implant stem separated at the cap interface. The implant was implanted without cement.

Event description:
A biopoly distributor notified us of a biopoly® lesser toe hemiarthroplasty implant revision.